Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The device has been expertised and the conclusions are as follows: - the electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. The files analysis did not reveal any abnormality on the device. Indeed, a lead issue is suspected. The subject lead has been returned for expertise.

Event description:
On (B)(6) 2024, during hospitalization to another department, a suspected pacing failure was identified on a hospital ECG. Details unknown as the patient has already been transferred to another hospital for treatment in another department. Treatment plan will be considered once the patient returns the hospital.

Event description:
On (B)(6) 2024, during hospitalization to another department, a suspected pacing failure was identified on a hospital ECG. Details unknown as the patient has already been transferred to another hospital for treatment in another department. Treatment plan will be considered once the patient returns the hospital.

Manufacturer narrative:
Additional information have been provided. The conclusions are as follows: - the patient files analysis has revealed that non-physiological signals at the ventricular level are seen several times inducing ventricular pacing inhibition. - the electrical characteristics of the returned pacemaker conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - the visual inspection of the subject pacemaker did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - analysis of the returned lead (vega) revealed electrical impedances values lower than expected and suggestive of an insulation failure between the two electrical lines (inner and outer coil). By removing the internal insulation tube of the lead, an alteration was observed. - based on available information, the observation with the returned lead can explain the reported electrical issues. - the investigation results are retained and utilized for trending purposes. For more details, please refer to the attached analysis report.